Event description:
The pt reported to the MFR in september 2006 that infection had been diagnosed. The pt indicated treatment rec'd by the physician was to clean out the affected area in the head, but the reported infection resurfaced. On 9/11/06, the pt provided that the device would be removed on the side of infection. The affected side was not reported. Add'l info was requested from the physician. On 12/18/06, the hcp reported the pt presented with signs of infection that included drainage and incisional wound opening. The date of onset was not provided. It was unk if perioperative antibiotics were administered and the pt does not have meningitis. The physician reported the primary location of the infection was the lead track. The affected side was not reported. The lead was implanted in 1998. Info rec'd shows a culture was obtained, but the culture source was not indicated. The type of organism cultured was unk. IV antibiotics were instituted to treat the reported infection. No report of system explant rec'd from the hcp. Review of the MFR device registration system shows new right-side dbs system was placed on 11/17/06. The product has not been rec'd by the MFR for analysis. The pt outcome per hcp report shows the infection has resolved.

Manufacturer narrative:
Review of MFR device registration system shows identical mfg lot number (l57274) of bilateral lead products.